Event description:
The MFR received info alleging the ventilator's power supply is defective. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to a third party service center for eval, and the customer's complaint was confirmed. The device's power supply was replaced to address the issue.